Event description:
It was reported that the pump fails accuracy at 10.55%. There was no patient involvement. The event occurred during testing.

Manufacturer narrative:
E1: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to manufacturer: 10/9/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to over-deliver as the accuracy test failed. The cause of the customer reported problem was the expulsor was out of specification. The manufacturer representative replaced the expulsor, and the pump passed all functional tests and performed as intended after repair.